Manufacturer narrative:
The rt340 is not available in the USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. Results & conclusions: please see attached report "leaking connectors" for details of failure investigations. Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption.

Event description:
A hospital in the another country has reported that there was no y-piece found in the packaging of an rt340 adult breathing circuit.